Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. The manufacturing record was reviewed and found no irregularities. The pointed out "the tissue pad has worn and partially melted" is judged to be the peeling of the tissue pad. Although the check sheet says "probe dropped", it is judged to be an error because the probe has not dropped. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. Ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe. We presume that the tissue pad was worn away and a part of the tissue pad was peeled away due to this caused. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the tissue pad was worn and partially peeled but did not find that the probe was broken off. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed by a nurse that during a laparoscopic appendectomy using the subject device, td-sb400, esg-400, and usg-400, the tissue pad was worn and partially melted, and the probe was broken off. The intended procedure was completed with another device. There was no patient injury reported. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc found that the tissue pad was worn and partially peeled but did not find that the probe was broken off.